Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) does not power on after suspecting a fluid ingress was not confirmed during functional testing and visual inspection. The platform powered on as intended during functional testing and no trace of fluid/saline ingress was observed in the platform. Unrelated to the reported complaint, a crack top cover at the lower corner of the patient left-hand side was observed on the returned autopulse platform during visual inspection. This type of physical damage on the platform was likely attributed to mishandling such as a drop. The top cover was replaced to address the observed physical damage. During initial functional testing, the autopulse platform power on; thus, not confirming the reported complaint. In addition, not related to the reported complaint, the platform displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon powering on. The root cause for ua 7 was due to defective load cells. The cracked cover and defective load cells were likely attributed to mishandling such as a drop. During archive review, not related to the reported complaint, ua 7 and multiple ua 41 (patient temperature sensor failure) error messages were observed. As a precaution, the temperature sensor was replaced to address ua 41 as the sensor may have some intermittent technical problem that we were not able to directly identify during testing. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests.

Event description:
After patient use, the autopulse platform (sn (B)(4)) does not power on; due to potential saline solution ingress in the platform. Per customer, the autopulse platform performed as intended during the patient use. No patient involvement.